Event description:
Customer states that results for the access "psa" appeared to be lower than expected and rerun results on the same samples did not track with original results. Results were reported but were not accepted by the physician and no treatment was initiated or withheld. Manufacturers field service staff identified and replaced a faulty ultrasonic transducer on the access system. System is operating within specifications. An elevated "psa" result that is falsely low on a patient with normal digital rectal examination may be missed on initial screening and the elevated "psa" may not be identified until a follow-up or next annual exam. While an abnormal digital rectal examination might be expected, an elevated "psa" with a normal digital rectal examination should be evaluated. If the elevated "psa" is found to be associated with an aggressive form of prostrate cancer, the delay in diagnosis could result in a health risk.